Manufacturer narrative:
Device evaluated by MFR: a visual examination found stent struts from the proximal end lifted and pulled distally. Stent struts were slightly flared at both the proximal and distal end of the stent. The undamaged stent od (outer diameter) was measured using a snap gauge and the results were within maximum crimped stent profile measurement. The balloon was reviewed, and balloon cones show signs of positive pressure having been applied with balloon cones being unfolded and slightly inflated. A visual and tactile examination of the hypotube found a kink 235mm distal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion identified no issues. An examination (visual and via scope) identified no other issues during the product analysis.

Event description:
Reportable based on device analysis completed on 21sep 2020. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 20 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.